Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic wedge resection of stomach, when the battery was loaded into the device, the device did not calibrate. Solid blue status lights and a blinking handle indicator light displayed. A new battery was inserted and the device calibrated at this time. After firing, the scrub nurse attempted to unload the reload from the adapter. The jaws of the reload were closed and the nurse pressed the silver button to open them, however this did not work. No movement occurred. Solid blue status lights and a blinking handle indicator light displayed. A new device was used to complete the transection of the stomach. There was no damage to the patient at all. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 and one endo gia adapter standard opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation of the products, and engineering evaluation of the products, and an evaluation of the returned devices. Visual and functional testing of the handle was satisfactory, however, error codes were noted in the device memory. These codes confirmed the reported condition of failed calibration. There were no device abnormalities that would have caused or contributed to the reported conditions of jaws will not open, received light sequence to replace handle, and difficult to unload. The error codes were most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.